Event description:
It was reported the battery drawer needs to be repaired, and a piece is missing. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the battery drawer was broken and contaminated. It was also noted that the upper and lower cases were contaminated, corroded and broken, the battery release, ring cover, release spring and heart lead flex were contaminated, the side bail covers were broken, the lead flex cover was corroded, the battery contacts were compressed and contaminated, the keyboard was scratched, the liquid crystal display (lcd) was missing pixels, the main printed circuit board (pcb) and the battery flex were corroded and contaminated and the battery drawer o-ring was missing.